Manufacturer narrative:
Complaint statement (B)(4).no customer samples were received. No material or batch numbers were received. No further information or clarification was received. The customer did not allege a product malfunction/deficiency. Due to insufficient information, the cause of the event cannot be determined.

Event description:
Customer advised they experienced needlesticks using the device in two separate units at the facility. Customer confirmed: the needlesticks were not life threatening, did not result in permanent impairment of a body function, did not result in permanent damage to a body structure, and did not necessitate medical or surgical intervention. Customer advised they were using greiner product as a substitute to the kawasumi brand, which was not available.